Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported cerebrospinal fluid leak (csf) occured during drg implant procedure ((B)(6) 2018). The physician did not perform blood patch but did instruct the patient to lay flat for an hour. Patient did not exhibit any symptoms related to the csf leak.